Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that an unknown model valve was explanted after an unknown implant duration due to unknown reasons.

Event description:
It was reported that a 27mm 2700 aortic valve was explanted after an implant duration of 12 years,11 months due to degeneration, stenosis, and a >50% detached left coronary leaflet. The patient presented with shortness of breath and heart failure. The explanted valve was replaced with a 29mm 11500a valve. The patient was taken to recovery and was in stable condition post procedure. The patient was discharged on pod #9.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.